Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Event description:
The recipient reportedly experienced loss of sound. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. During revision surgery, an infection in the cochlea was noted. The affected area was flushed with vancomycin. The recipient will be reimplanted at a later date.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly resolved. This is the final report.

Manufacturer narrative:
The recipient is reportedly experiencing a aspergillus fumigatus infection. The recipient is currently undergoing treatment to resolve the infection.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced loss of sound. Programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. During revision surgery, an infection in the cochlea was noted. The affected area was flushed with vancomycin. The recipient will be reimplanted at a later date.